Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient called to find out if they could have an MRI of their breast. Patient was asked if they knew how to put device into MRI mode. Patient said, device is turned off. It was explained they would still need to put in MRI mode and see what patient is eligible for. When went to walk caller through the steps patient couldn't turn on the communicator because it was dead. The issue was not resolved through troubleshooting. Told caller to charge the communicator for ten minutes and call back on how to put device into MRI mode. Patient further stated that their primary care doctor wanted to check see if they had bladder cancer. Patient said, therapy is off because they were told they didn't need the devices. Patient had three devices put in her by a doctor. Their primary care doctor did a test and said their bladder was completely empty however another doctor said their bladder was always 97% full. The doctor said patient only peed out three percent that is why they were peeing out blood. The device has been shut off for several months. Communicator is dead. After charging for 20 minutes, it still  would not power on. Patient said the communicator has not been charged in a long time. Patient was advised the ins will also need to be charged to activate MRI mode. Patient's recharger was not plugged in. Patient is going to charge the communicator and the the recharger and call back on monday.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.